Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: p1501dr, ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a routine generator changeout, the right atrial (ra) lead was noted to have a clear insulation failure at the proximal end of the lead. The ra lead also had noise, varying impedances, and high impedances. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.